Event description:
The customer reported the etco2 pump did not come on with an inability to obtain etco2 readings during a pt event. It was reported that another defibrillator was available for use.

Manufacturer narrative:
(B)(4): the customer reported the etco2 pump did not come on with an inability to obtain etco2 readings during a pt event. It was reported that another defibrillator was available for use. The device was evaluated at philips. The symptom was duplicated. The etco2 module was replaced to resolve the issue. The device passed testing and was returned to service. We are considering this an etco2 module malfunction.